Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on october 29, 2024 during the skin flap reduction surgery.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery (specific date not reported) due to poor magnet retention. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.